Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The caller alleged that the device is displaying e-4 when it is put into run mode. At an unknown time the patient received a blood glucose result of 310 mg/dl. The patient experienced hyperglycemia and went to the emergency room. At the hospital the patient's blood glucose was 330 mg/dl and she tested positive for ketones. The hospital treated the patient with serum and glucose serum. The patient was hospitalized from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The customer did not properly resolve the e4 device error.